Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. Twenty-four unused representative samples with lot number 5222102664x were received for evaluation and the reported condition by the customer was confirmed; 12 samples showed striations when placed in the adapter, 2 samples tore along the handle when placed in the adapter and the remaining 10 samples did not show any defect. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a lite glove. The customer reports that when putting the lite glove on the lite handle they noticed a hole in the lite glove. The customer stated that the lite glove was not tight fitting, it did go on ok, it just split when putting it on the lite handle. This was done after draping with the patient in the room. As a result, they re-gloved the surgeon and replaced that lite glove.